Event description:
While attempt was being made to place a coil to occlude pt's pda, there was an abrupt catheter movement which dislodged the coil, leaving it partially into the deploying catheter. Attempts to remove the coil through the sheath were not successful. Cardiovascular surgeon called to perform a cutdown procedure to remove it. Pt experienced thrombosis in both femoral arteries and had a transfusion, but no permanent injury.